Manufacturer narrative:
Bayer case number: (B)(4) excessive menstrual bleeding [menstrual flow excessive], joint pain [joint pain] , brain fog [brain fog] , gastrointestinal issues [gastrointestinal disorder], fibroma [fibroma] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-apr-2026. The most recent information was received on 24-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("excessive menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2025. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("joint pain"), brain fog ("brain fog") and gastrointestinal disorder ("gastrointestinal issues") and was found to have fibroma ("fibroma"). The patient was treated with surgery (removal of fallopian tubes, uterus and cervix necessary). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, brain fog, heavy menstrual bleeding, gastrointestinal disorder or fibroma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) excessive menstrual bleeding [menstrual flow excessive] joint pain [joint pain] brain fog [brain fog] gastrointestinal issues [gastrointestinal disorder] fibroma [fibroma]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("excessive menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("joint pain"), brain fog ("brain fog") and gastrointestinal disorder ("gastrointestinal issues") and was found to have fibroma ("fibroma"). The patient was treated with surgery (removal of fallopian tubes, uterus and cervix necessary). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, brain fog, heavy menstrual bleeding, gastrointestinal disorder or fibroma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.